Event description:
It was reported that a user¿s libre 3 plus sensor did not pair with the ilet and did not complete warm-up, with in-app messaging indicating the sensor was already started and that libre 3 plus can connect to only one device. Symptoms included no blood glucose data availability. Outcomes included no alerts or alarms and no impact to blood glucose control reported. Investigation included user education and troubleshooting, rescanning the sensor, confirming app setup, and guiding a new sensor application. Investigation of this case revealed that the original sensor remained associated elsewhere and the replacement sensor initiated a warm-up successfully. It was concluded that the event was due to connection to a single device limitation and that device function was restored with a new sensor.